Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, heavily calcified, left anterior descending artery. The 3.0x12 mm tenku balloon only inflated partially when pressure was applied to 8 atmospheres for the first time. The procedure was completed using another device. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.